Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a primary breast augmentation surgery with implantation of a 325cc mentor memorygel breast implant prosthesis. Post-operatively, the patient was diagnosed with baker grade IV capsular contracture of the right breast. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On november 01, 2022, mentor received a scheduled date of explantation of (B)(6) 2023. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture. Date of explantation: (B)(6) 2023. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 19, 2022, mentor was notified that the patient's surgery was rescheduled for (B)(6) 2023. Date of explantation: (B)(6) 2023. Manufacturer¿s reference number: (B)(4).